Manufacturer narrative:
H3, h6: given the nature of the alleged incident, the devices could not be returned for evaluation. However, the photographs were reviewed and revealed that the insert and femoral component present wear. The clinical/medical investigation concluded that, the anteroposterior and lateral radiographs revealed a cemented tka with obliteration of the polyethylene space on the medial side. There was also apparent grooving of the medial femoral condyle. The radiographs also revealed lobulated, bubble-shaped opacities following the outline of the joint capsule, extending from the suprapatellar pouch to the popliteal area of the knee. There is a likely root cause. The mal alignment of the implants (2° of varus) and the delayed treatment are likely contributing factors to the reported accelerated wear, subsequent metallosis and revision. A review of instructions for use documents for knee systems reveals in adverse events section that although rare, metal sensitivity reactions and/or allergic reactions to foreign materials have been reported in patients following joint replacement, which have required device removal. Also, wear of the polyethylene articulating surfaces of knee replacement components has been reported following total knee replacement. Higher rates of wear may be initiated by particles of cement, metal, or other debris which can cause abrasion of the articulating surfaces. Higher rates of wear may shorten the useful life of the prosthesis, and lead to early revision surgery to replace the worn prosthetic components. Devices specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, risk management files and prior actions review could not be performed. At this time, we have no evidence to conclude that the products failed to meet any specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal reference number: (B)(4). 10.5152/j.aott.2024.23115. This complaint was opened by smith+nephew to document a patient complication identified through a review of clinical evidence from literature sources that includes reference to the use of a smith+nephew product. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that on literature review "peculiar reaction of oxidized zirconium from a total knee arthroplasty prosthesis: a case report", one (1) patient suffered from a failure of her right tka system with consequent accelerated wear and severe metallosis after undergoing a primary right tka surgery with cemented genesis ii oxinium prosthesis in march, 2018. As reported, at ten years after the primary surgery the patient presented to the hospital complaining of knee instability and underwent conservative treatment. Two years later, the patient presented again with progressive pain and worsening instability. Anteroposterior and lateral radiographs revealed a obliteration of the polyethylene (pe) space on the medial side, and apparent grooving of the medial femoral condyle. This patient was diagnosed with wear of the pe and subsequent catastrophic failure of the femoral component. One-stage revision surgery was performed to address the issue. During the revision, extensive wear grooving of the femoral component with exposure of the underlying silver layers and the complete wear of polyethylene on the medial side was observed. Severe black metallosis was also observed intraoperatively within the lining of the joint. All the components were removed and replaced with a competitor´s system, and synovectomy was done as much as possible. The patient had no postoperative complications and demonstrated an improvement in clinical outcomes with good alignment and no evidence of osteolysis or loosening 2 years after the revision surgery. No further information is available.